Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility. The fse checked the device image and could not duplicate the issue. A nurse at the user facility reported that the biomed on site replaced a cable from the computer to the monitor which solved the reported issue. All equipment was tested and verified as working correctly. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they cannot get an image from the tims system while using a liquid crystal display (lcd) monitor. No patient involvement or injuries were reported. No additional information has been obtained.